Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2021, it was reported the patient received results of the additional cultures of the stoma site that were performed: has tested positive for pseudomonas aeruginosa, morganella morganii, streptococcus anginosus and staphylococcus epidermidis. The primary care physician did not want to prescribe more antibiotics and asked for a gastroenterology assessment. On (B)(6) 2021, it was reported the neurologist requested tube replacement.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced stoma site pain, stinging, and suppuration. The patient was treated with topical diprogenta and cristalmina. In (B)(6) 2021, stoma site culture was positive for staphylococcus. On (B)(6) 2021, the patient initiated oral antibiotic treatment, augmentin 1000 mg every eight hours for seven days, with improvement.